Manufacturer narrative:
The customer was sent a replacement transformer. The pump in style advanced -on-the-go tote breast pump adapter was received on 7/8/2016 and evaluated by quality engineering on 7/18/2016. While the attached product evaluation revealed that the device did not test to specifications, no definitive conclusion regarding the cause of the reported event can be determined. The technician noted in the evaluation that there are exposed wires, the prongs are damaged, and there is a short.

Event description:
The customer reported to medela customer service on (B)(6) 2016 that the power cord was unraveling and the copper wires were showing though (on the cord) for her pump in style advanced on-the-go-tote breast pump adapter. On (B)(6) 2016, the customer replied to follow up attempts for additional information and indicated that the copper wires had sparked.